Event description:
During the implant procedure, low r-wave amplitude was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. Once the rv lead was extracted, the helix was unable to extend. The patient was in stable condition.

Manufacturer narrative:
The reported events were r-wave amp variation and helix mechanism issue. As received, a complete lead with a clip-on-tool and a stylet was returned in one piece for analysis. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region consistent with procedural damage. After cleaning, the helix was able to be extended and retracted when torque was applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.